Event description:
The facility returned the device for service. During service the baxter repair tech reported fail code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump.